Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.

Event description:
It was reported that the implantable monitor was oversensing noise and that noise was generated when the patient moves their arms. The device sensitivity was reprogrammed and the device remained in use. It was later reported that the device was removed and replaced with a pacemaker. No patient complications have been reported as a result of this event.